Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the reported complaint. Following additional information was obtained : the probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34, c-30 and m-11. This error indicates a higher/lower voltage than expected during energy activation and an internal cpu/sensor timeout. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and noted error(s) c-00 on the integrated electrosurgical unit (iesu) erbe generator. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the erbe to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have error(s) m-11, c-38, m-18 , c-30, c-34 , and c-33 on system logs. During functional testing, the erbe unit displayed error code c-33 upon startup. A review of the erbe's internal log revealed errors c-00 and m-11. The probable root cause of reported issue on erbe unit is attributed to component failure due to voltage errors.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34. It was a recurring issue and was reported previously. Customer tried rebooting the unit but the error kept returning upon power-up. An intuitive surgical inc., (isi) technical support engineer (tse) recommended swapping from the swift mode to classic mode. Customer changed to classic mode but the unit faulted with error m-11 while firing energy. Customer rebooted the unit following which, it faulted with error c-34. Customer had also encountered error(s) c-53 and c-00. All other systems from the site were being used. Therefore, tse recommended using the force triad generator as an option. Customer stated that they did not have the energy cable to integrate it with the system but, since the errors on erbe were returning, they might set up the force triad generator and run its foot pedals down by the surgeon's feet. The procedure was completing as planned with no reported injury.